Event description:
It was reported that there was a history of noise episodes in merlin.net transmission that began possibly back in august of 2023. The patient presented to the clinic for a scheduled follow up and upon interrogation, it was found out that there were p-wave amplitude variation and automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.